Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, damage on the ultrasonic probe, displayed ultrasound image is defective with missing elements. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: caution do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Turn the video system center on only when the videoscope cable is connected to both the video system center and the videoscope cable connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. If remote switch 1 does not return to the off position after being pressed strongly from the side, gently pull the switch upwards to return it to the off position. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not touch the electrical contacts in the ultrasonic cable connector. Equipment damage can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damage on the ultrasonic probe, displayed ultrasound image is defective with missing elements. Additional non-reportable information was found such as: a wrinkle in the universal cord. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrovideoscope ultrasound image was missing. There was no delay and patient was not under anesthesia. There was no patient harm associated with the event.